Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that the lower edge of their retainer is rough causing cutting, blisters and very painful to the inside of their lower lip. Advised patient to file the area of concern on the retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.